Event description:
On 4th mar 2026, it was reported by an arthrex employee via email that an ar-13995n corpion-multifire needle broke after the suture was passed through. In addition, the bio-comp swvlk c, cld 4.75 x 19.1 mm, batch 15412798, was observed to have swivelock anchor pulled out. This was detected during the procedure on (B)(6) 2026 and was possibly due to the patient having soft bone.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.